Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit did not enter in nail. Proximal part loosened at the level of the connection of the nail. It was very difficult to remove the nail but no excessive force has been used and could be removed and replaced by another nail. The surgeon didn¿t ream the humerus. He put a multiloc nail with a diameter 8.5mm. It was not so easy to put the nail inside the humerus. He rotated the nail to align it with the lateral epicondyle. When he began to drill in the multiloc hole, it was impossible. The insertion handle has destroyed the proximal part of the nail. The removal of the nail was very difficult because of the grip of the nail in the distal part of the humerus. At the end, he put a multiloc nail with a diameter 7 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. Manufacturing evaluation: synthes (B)(4) manufactured part 04.019.285s with lot 5924610. The part was manufactured per drawing specifications. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Dimensional inspection cannot be performed due to the damage incurred - interface badly damaged; one part partially sheared off. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the proximal part of the nail is damaged, the nail is not broken.

Event description:
It was reported the procedure was prolonged for forty-five minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.